Event description:
It was reported that the customer experienced inconsistent charging of the charger, with prolonged charge times and a cord that tends to get stuck. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included customer communication and service review. Investigation of this case revealed a suspected charger performance issue and a mechanical obstruction with the cord, consistent with a malfunction of the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction of the charger.

Manufacturer narrative:
Initial.